Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) year old male patient contacted zoll customer support to report that the patient was treated twice. The lifevest treated the patient twice, first at 1508:01 and 15:26:35 on (B)(6) 2014 while at a rehabilitation and nursing facility. Motion artifact contributed to the false detections. The response buttons were not used during the entire event. The nurse reported that the patient could not press the response buttons due to severe carpal tunnel syndrome. The patient was taken to the hosp and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 01/2011- reuse, electrode belt (B)(4): 05/2014- initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.